Event description:
Unable to contact customer, sending a letter on 12/2001: "meter is reading not ok and customer states they are feeling week." Per reported issue tab: customer felt very weak and could not get any readings.